Event description:
It was reported that the patient had a friend who had the same thing done and they had the same result. The patient never had therapeutic effect and the device never worked for their symptoms. It hadn't worked so the patient stopped using it. The last time the patient used it was a couple of years ago when they tried again and it did not work. The patient had a hard time getting it adjusted. No outcome or interventions were reported regarding this event. Additional information could not be obtained at the time of the report.  Should additional information be received, a supplemental report will be filed. Refer to manufacturer¿s report # 3004209178-2015-12199 for different patient with same result.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).